Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under her breast area. Patient advised the irritation is red and raw and was bleeding at one time. The patient was recommended to use cornstarch from her physician. The patient reported that the irritation has improved.